Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the pump had been dropped in water and afterwards would not power on. The patient noted she replaced the battery, the keypad was intact, there was no damage to the casing or battery compartment or cap, the battery cap was secure and tight and there was no moisture or corrosion seen in the battery compartment. The issue was not resolved. There was no adverse event associated with this issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the pump's history. There was no damage found to the battery compartment or battery cap. The battery cap was found to secure tightly to the pump; a battery cap test was performed and no defects were found with the connections. The pump was exercised for 24 hours with no alarms and no power issues. There were no leaks found during a leak test. The pump was opened and no damage was found to the power circuit and no moisture damage was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.